Event description:
As reported by the exactech cc clinical study, approximately three months post initial left side tka, the 63 y/o female patient experienced tibial implant subsidence and incomplete fixation of femoral component, progressive pain and functional compromise. Patient had a revision on (B)(6) 2020 of femoral, tibial insert, tibial tray components.

Manufacturer narrative:
Concomitant products: logic cc femoral size 1, left (cat# 02-010-06-0210 / serial# (B)(4)). Logic stem ext 14mm x 25mm (cat# 02-012-60-1425 / serial# (B)(4)). Logic offset stem ext coupler 4mm (cat# 02-012-61-4000 / serial# (B)(4)). Tru fluted stm ext 12mm x 80mm blast (cat# 02-012-64-1280 / serial# (B)(4)). Cc distal fem augment sz 1, 5mm (cat# 208-05-01 / serial# (B)(4)). Truliant tib imp ps insert sz 1 12mm (cat# 02-022-35-1012 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.